Event description:
The patient reported their blood glucose (bg) level reached 25 mmol/l (450 mg/dl), while wearing the pod for less than 1 hour. The patient reported finding the cannula bent when the pod was removed from the infusion site (arm). Treatment information was not provided.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.